Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -04.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Elevated iop (29mmhg) without pupil block and angle closure was assessed on (B)(6) 2020, glare/haloes were observed. Lens remains implanted. Cause of the event is reported as patient related factor (accommodation spasm). Reportedly, "glare/haloes, head pain diminished, patient still cannot drive by night. Patient has had some stomatology cal problems. After resolving those, the symptomatology ameliorated significantly." Per the reporter on (B)(6) 2020, "patient was scheduled for lens removal but canceled because of the significant amelioration of the sx and normal iop without treatment."

Manufacturer narrative:
Additional information: h6 - work order search: no additional similar complaint type events within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B4 - corrected to (B)(6) 2020 in intial MDR. G3 - corrected to (B)(6) 2020 in intial MDR. Claim# (B)(4).